Manufacturer narrative:
Date of event is estimated. A patient experienced ineffective therapy due to lead migration was reported to abbott. As a result, the patient's lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead migrated, and ineffective therapy was lost. As a result, surgery occurred in which the lead was explanted and replaced, which resolved the issue.